Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor. Unable to test for alarms due to the blank display.

Event description:
The customer reported low battery, motor error and other alarms. Troubleshooting was performed, and the insulin pump passed the displacement test. However, the insulin pump alarmed during the self test. Advised that the insulin pump would be replaced. Nothing further was reported.